Manufacturer narrative:
This report is being filed in an abundance of caution. The dealer advised that a drive 15006 duraguard innerspring mattress was being used on the 19-year-old 5310 invacare bed along with 6630 invacare half rails. The user manual states on page 8 part#1114836-h-05 - "danger! Risk of death, injury, or damage; bed accessories designed by other manufacturers; have not been tested by invacare. Use of non-invacare bed accessories may result in injury or death. Use only invacare rails, mattresses, bed extenders and other accessories with invacare bed products." The bed will not be returned. The dealer reported that after the bed was checked out, it was set up for another patient and is in use. There was no malfunction alleged or found during the dealer inspection. Invacare has requested copies of the corner reports and photos. A follow-up will be filed with any new information received.

Event description:
Medwatch report (B)(4) received from (B)(6) stating: "on call rn received a call stating patient had passed and daughter was hysterical. When ocrn arrived at the home, pt was deceased and kneeling on the left side of the bed with her head entrapped between the bed frame and half side rail.

Event description:
Medwatch report 141634-2018-0001, 141634-2018-0002, and 141634-2018-0003 received from vitas healthcare stating: "on call rn received a call stating patient had passed and daughter was hysterical. When ocrn arrived at the home pt was deceased and kneeling on the left side of the bed with her head entrapped between the bed frame and half side rail.

Manufacturer narrative:
Photos from the coroner¿s office were received, entrapment was confirmed. The invacare label on the half rail was visible but the lot number could not be seen. Due to sheets on the bed the mattress was not visible but the dealer confirmed it was a drive product. If more information is received a follow-up will be filed.